Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D1: brand name was updated. D4: catalog number was updated. G3: date received by manufacturer was updated. G4: PMA/510(k) number was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
During product evaluation, the item number was updated.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided . G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when trying to place the implant at tooth location #29, it was difficult drilling and the implant would not thread. Attempted to tap bone with no success. The clinician was unable to place the implant.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent debris on its internal and external threads. No damage was identified or signs of malfunction that would have contributed to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used - clinician error. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.